Event description:
In 2005, the lay pt contacted lifescan alleging that his one touch ultra meter was displaying the battery symbol. The medical affairs specialist (mas) sent a letter to the pt, as he could not be reached via phone. The pt last tested with the reported meter in 2005 in the evening; the result obtained was not provided. The pt said he was getting the battery symbol or the meter for about 3 months, but he did not replace the battery. Info regarding the pt's diabetes treatment regimen was not provided. The pt went to the hosp ER because he was not able to get a meter reading. The date and time of the incident were not provided. The pt was urinating "a lot" at the time of concern. No result obtained in the ER was provided. The pt was treated with an IV and hospitalized. The specific ER and hospitalization treatment administered was not provided. The customer service agent (csa) was unable to walk the pt through replacing the battery, as the pt did not have a replacement battery. The csa advised the pt to replace the meter battery whenever the battery symbol displays. The meter was replaced. The case is classified as an adverse event because the pt was unable to obtain a meter result. Inability to monitor his blood glucose may have contributed to his developing symptoms of hyperglycemia requiring hospitalization.